Event description:
Pt received overdose of bretylium - the text being used by the physician using the medication as a ref, contained an error when describing the dosage to be used. Pt admitted after procedure, stabilized and tranferred to larger facility for further care/treatment.

Event description:
Reaction to latex in the air. Employee working with another employee who was wearing latex gloves (employee was using non-latex gloves). Other employee took off his gloves and pt had severe reaction to the latex in the air created when this employee removed gloves. Employee admitted to facility, stabilized and transferred to larger facility for further care/treatment.